Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a replace battery now alarm without the low battery alert warning.. The customer¿s blood glucose was unknown at the time of incident. Customer also reported that the insulin pump buttons were unresponsive it was not exposed to a change in altitude. Customer also had a blank display issue and the display returned after the insulin pump restarted. Customer sated that the insulin pump was exposed to moisture and self test was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.